Event description:
It was reported that the lead exhibited high pacing threshold and high impedance. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of high threshold and high impedance was not confirmed in the laboratory. There were no anomalies found.